Manufacturer narrative:
It was reported to abbott, that the patient experienced ineffective therapy caused by autoreducing on the s2 lead. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred during which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-01006. It was reported the patient experienced ineffective therapy caused by autoreducing on the s2 lead. In turn, surgical intervention may take place at a later date to address the issue.